Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that about six months prior to the report, the patient was unable to successfully charge his implantable neurostimulator battery. The patient mentioned pain at the implantable neurostimulator site and heat when trying to recharge. It was also hard to achieve and sustain coupling. The patient was having a hard time having his patient programmer connect to the implantable neurostimulator. It was believed that the implantable neurostimulator was also overdischarged at the time of the report. The patient presented to the health care provider on the day of the report. The patient had not noticed any swelling at the implantable neurostimulator site, but there was pain at the implantable neurostimulator site. The area was palpated and the implantable neurostimulator seemed to be higher than the initial implant location. The manufacturer representative had tried to interrogate the device but was unable to. The manufacturer representative and health care provider thought that the implantable neurostimulator may have flipped in the pocket. The health care provider discussed the possible pocket revision and/or battery replacement with the patient. The patient was considering an implantable neurostimulator replacement and is waiting for insurance approval. The issue was not resolved at the time of the report. It was unknown if a surgery would be performed to resolve the issue. There were no further complications reported.